Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the operating room for an elective generator upgrade, externalized conductors were observed on the right ventricular lead. The lead was capped and replaced. There were no adverse patient consequences reported.